Manufacturer narrative:
H3. Evaluation. H4. Production date. H6. Codes updated. Investigation results: investigator carried out the pictorial documentation visually and microscopically. The joint on one of the two scissor parts is broken and the pin connecting the two joints is missing. Device history review: based on the production date of february 2016, we were able to identify two batches for this period. This concerns the batches: 52213002 and 52219608. The device quality and manufacturing history records have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr 803, this event is considered reportable for the following reason: - serious injury (report not later than 30 days). The reporting decision is based upon the review of the applicable risk analysis. Conclusion: preventive measures: due to the small dimension/diameter of the device, a detailed fracture surface analysis is difficult. Due to that circumstance, there are no clear hints regarding arrest lines. Based upon the investigation results, a clear root cause conclusion cannot be determined. Based upon the investigation results, a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pm697r - jaw ins. Metz sciss. Insul to tip 5/310mm. According to the complaint description, the internal component of the scissor broke off during surgery. The device fragment fell into the patient and was retrieved using a grasper. X-ray results confirmed that pieces did not remain in situ. An additional medical intervention was necessary. The patient was stable at the end of the procedure, and the procedure had been completed successfully. The adverse event is filed under aag reference: (B)(4).